Manufacturer narrative:
Device evaluation summary: the delivery system returned with the external slider in the home position. The backend wheel and backend components were detached and did not return with the delivery system. There was a kink to the graft cover 1cm from the strain relief. Multiple sites of deformation were evident to the graft cover. The graft cover was retracted, and a kink deformation were present to the spiral tube 9.5cm from sleeve. The reported ¿deployment/expansion¿ issue was confirmed through analysis. Ruler ¿ calibration ID (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusion; the reported suprarenal stent expansion issue was confirmed on the films provided; however, the cause of the event could not be determined. The removal difficulties associated with the delivery system could not be assessed on the limited films received. Pre-implant CT¿s were not available for review and a comprehensive assessment of the patient¿s anatomy, especially the noted narrowing, could not be performed. It is possible that narrowing of the aortic anatomy in the area of the renal arteries may have been a factor in the expansion issues observed. A device issue cannot be ruled out as a potential cause. The delivery system is pending return for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #(B)(4):08-oct-2021 1 video and 5 still images in all attachments. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of a 62.2mm abdominal aortic aneurysm. It was reported during the index procedure when the bifurcate was being deployed down to the contralateral limb as usual it was noted when the blue wheel that frees the suprarenal stent was actioned, the tip capture moved upwards normally but the suprarenal stent was not released and the suprarenal stents were still caught. Using trouble shooting techniques, the physician manually activated the tip capture mechanism and after two attempts the suprarenal stents were finally released, however the supra renal stents were not widely deployed and it appeared they were occupying some of the lumen (the peaks were facing inwards). This made the removal of the delivery system difficult because it brought the whole system (delivery and stent graft downwards). The physician decided to stop and catheterize the contralateral side, go up with a reliant balloon and try to separate the delivery system away from the suprarenal stent and slowly withdraw the delivery system. Finally the delivery system was removed with the stent graft deployed in the correct place. As per the physician the cause of the event was suspected to be due to anatomy and noted that that above the renals the aorta was a bit narrower. The physician suspected the main cause was a problem with the delivery system. No additional clinical sequalae was provided and the patient is fine.